Manufacturer narrative:
Updated blocks: d10 and h3. H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Per the perfusionist, when the ccm was out, the pumps were unaffected.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) blacked out suddenly and restarted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard the previously submitted medwatch where it referenced a recall in block h9. Additional consideration has determined that the recall is not applicable for this reported complaint.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed there to be no issues with booting up the central control monitor (ccm). The ccm and the end users network interface card (nic) board evaluation revealed no signs of internal nor external damage, ingress, or tampering and functional properly throughout environmental, cable agitation, touch screen functionality and power cycling testing. Per data log analysis, only the local area network / interface board (lan/if) log was provided. The lan I/f does not confirm the complaint.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was not able to duplicate the reported complaint. The central control monitor (ccm) operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.